Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare's (fph) maintenance technician in our UK office that the casing of an rd900aeu neopuff infant resuscitator was damaged. The gas inlet port was also broken. This was noticed before use on a patient. No patient consequence was reported.

Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare's (fph) maintenance technician in our (B)(4) office that the casing of an rd900aeu neopuff infant resuscitator was damaged. The gas inlet port was also broken. This was noticed before use on a pt. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned rd900aeu neopuff infant resuscitator was visually inspected for damage and performance tested for functionality. Results: the gas inlet port was broken and the panel was damaged. The two feet of the lower end cap cover were missing. A crack was also observed on the upper end cap cover. The returned neopuff failed the performance test. A review of the neopuff's production records revealed that the device was manufactured in 1998, exceeding the 10-year service life. The complaint neopuff has been repaired at fph (B)(4) service center. Conclusion: the neopuff unit is a portable reusable device which can be susceptible to impact damage. The neopuff technical manual provided with the device warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged the manometer and valve system should be performance tested.

Manufacturer narrative:
(B)(4). The rd900aeu neopuff infant resuscitator is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.